Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message was confirmed during functional testing but not during the archive data review. Root cause was determined to be a communication error. The platform was connected to the autopulse vision software and the error message was able to be cleared. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message, thus confirming the customer complaint. The archive data was reviewed, however, system error, out of service, revert to manual CPR message was not observed in the data log. As part of routine service during testing, the platform was examined and found damaged head restraint wire and stiff drive shaft when rotated due to sticky clutch. The observed physical damages were unrelated to the reported event. The top cover was replaced and the sticky clutch plate was deburred to address the issue. The autopulse platform is a reusable device and was manufactured in 2011. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Following the repair, the platform passed all functional testing criteria and met all required specifications. Device history record (DHR) was reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse with serial number (B)(4). Ccr 31038, reported on (B)(6) 2017, the brake gap was out of specifications.

Event description:
During shift check, the autopulse platform (sn (B)(4)) was displaying an error message " system error, out of service, revert to manual CPR". No patient was involved.

Manufacturer narrative:
Initial investigation was performed on (B)(6) 2018 by the zoll japan service and after the customer approved for service repair, the platform was returned to zoll san jose for service. Based on initial investigation performed at zoll japan, the "system error, out of service, revert to manual CPR" error message was confirmed during functional testing but not during the archive data review. The root cause was determined to be a communication error and the platform was connected to the autopulse vision software and the error message was cleared. No further testing was performed. However, upon platform return to zoll san jose for service, the platform pass the initial functional testing, but it failed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with the system error, out of service, revert to manual CPR error message. Thus confirming the reported complaint. The investigation verified that the drivetrain motor brake gap was out of specifications due to the age of the device. The brake gap could not be adjusted and require the replacement of the drivetrain motor to remedy the customer reported system error. The autopulse platform is a reusable device and was manufactured in december 2011 and is more than 8 years old, well beyond the serviceable life of 5 years. The archive data revealed a system error 139 (unable to hold compression position) message on the reported event date, thus confirming the reported complaint. As part of routine service during testing, the platform was examined and found damaged head restraint wire and stiff drive shaft when rotated due to a sticky clutch. The observed physical damages were unrelated to the reported event and was due to the normal wear and tear. The top cover was replaced and the sticky clutch plate was deburred to address the issue. Following the service and repair, the platform passed all functional testing criteria and met all required specifications. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).